Event description:
Unit unplugged from external source to move pt, then screen display went to all 8's. Then unit stopped ventilating. Uncertain if unit alarmed. Pt was on house current. Pt moved to be given bath. Disconnected from ac when moved. In bath pt was removed from vent for a short period of time when machine display went all "8"s. Vent stopped functioning at that time. On internal battery at the time of event. On power source for 2 minutes. Pt bagged and put on back-up vent.